Manufacturer narrative:
H3/h6: the device was not returned. Service history review could not be performed without a serial number. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Based on the inability to review the service history, and information provided from the customer, the investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a high-pressure alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. There was patient involvement and no patient harm/adverse events reported.